Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) common computer controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed the investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the system was faulting with error 170 after remaining idle for several minutes following startup. The site attempted a hard power cycle but the fault continued to occur. Troubleshooting was performed by hard power cycling the robot and moving the blue fiber cable connecting the robot to the tower from port 3 to port 2. The system faulted again with error 170. Log analysis revealed 31089 errors, which moved with the blue fiber cable from port 3 to port 2. The blue fiber cable was identified as a potential source of the errors. The procedure was aborted to laparoscopic with no patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side cart (psc) common compute controller (ccc) has been returned and evaluated by the failure analysis (fa) team. In the system logs, errors 31089, 170, 307 were found to indicate that the fault had occurred the field. Upon visual inspection of the psc ccc (sn (B)(6)), no issue was found that would be related to the reported event. The psc ccc was installed on a known-good system for testing. During the programming process, the system was unable to program the patient cart controller (pcc) while attempting to establish a download. This issue suggests a possible fault with the firefly fiber optic cable (ff3) on the psc ccc. The psc ccc (sn (B)(6) was returned with one side of white clip broke. The ccc was installed onto a known-good system, programmed and started up with no issue. Periodically perform power cycle up to 10 times and system startup with no issue. Checked optic light levels and all values were in expected range. Left the system idling for 5 hours and system did not trigger any error/issues. The blue fiber pigtail is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to an intermittent issue with the firefly fiber optic cable (ff3) in the psc ccc. This issue may be resolved by field engineer service of the system to replace the psc ccc.